Manufacturer narrative:
Citation: lv, x., wu, z., jiang, c., li, y., yang, x., zhang, y., & zhang, n. (2011). Complication risk of endovascular embolization for cerebral arteriovenous malformation. European journal of radiology, 80(3), 776-779. Doi:10.1016/j.ejrad.2010.09.024 the purpose of this article was to examine the overall nbva and onyx embolization-related complication rate. This was a retrospective review of 147 consecutive patients with cerebral avms treated mainly with nbca and onyx embolization (58.5% male; mean age ± sd at treatment: 27.5 ± 11.1years). The 76 onyx embolizations were performed. There was no mortality in this study. The authors conclude that embolization of brain avms is safe, as most patients had excellent or good outcomes at discharge after avm embolization using liquid embolic agents. The onyx was not returned for analysis as these events were discovered via literature review; therefore, product analysis of the onyx device was not able to be performed. Functional neurological deficits resulting from ischemic or hemorrhagic complications are known inherent risks of the embolization procedure and are documented in the instructions for use (IFU). There is no evidence in this study suggesting the onyx was defective or did not perform as intended. The cause of the reported event cannot be reliably determined, however, based on the information on this case, and review of the article, and IFU, the likely cause of the reported events is procedure related.

Event description:
Medtronic received information through literature review that of 76 onyx embolization procedures performed to treat brain arteriovenous malformations (avms), one patient experienced a hemorrhagic complication and one patient experienced a permanent ischemic complication in the form of visual field deficit after the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.